Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for use on a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The aneurysm and iliac arteries were reported to be calcified. The pt was brought to the operating room and prepped and draped in the usual sterile fashion. The common femoral arteries were isolated bilaterally, and the aneurysm was accessed. A 16 french introducer sheath was inserted on the left side, and a 21 french sheath was inserted on the right. The bifurcated stent graft was inserted through the 21 french sheath; however, the amplatz guidewire kinked and it was not possible to pass the device any further. The delivery catheter was removed, and a lunderquist guidewire was exchanged for the amplatz guidewire. Another attempt was made to insert the stent graft, but again a kink was encountered. At this point, there was a severe drop in the pt's blood pressure to approximately 50 mm hg that did not respond to fluid resuscitation. It was reported that the guidewire had caused a perforation. The delivery catheter was removed, and angiography was performed. Angiography demonstrated no evidence of extravasation or dissection in the proximal or distal abdominal aorta, in the iliac arteries, nor in the aortic arch or thoracic aorta. The pt was unstable; therefore, the decision was made to abort the endovascular procedure and convert the pt to open surgical aneurysm repair. Echocardiography demonstrated no evidence of pericardial effusion, but poor left ventricular filling, and the physician suspected severe abdominal bleeding. The abdomen was opened, and a large amount of free blood was encountered. The aorta just above the aneurysm was clamped, which slowed the bleeding, but did not improve the pt's hemodynamics. The aorta just below the diaphragm was clamped, and the pt's hemodynamics improved. Calcification was noted, and the aorta was reported to be extremely thin and friable. A 16 mm intervascular graft was implanted, and the procedure was completed. The pt was still hypotensive, and was taken to the special care unit in critical condition. Shortly after arrival, the pt's blood pressure further decreased and the pt developed bradycardia with no pulse and no perfusion. Cardiopulmonary resuscitation was unsuccessful, and the pt died.